Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously omitted from the previous report: the mentor microbiology department provided the sterility records for the complaint device, which indicate that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 650cc (r) and 700cc (l) and suffered several unexplained systemic symptoms. The symptoms were not specified. The patient also reported that there was black matter in her implants post-removal, and stated that it was mold. However, the devices have not been returned to mentor for analysis, and the etiology of the foreign matter in the devices cannot be conclusively determined. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2018. This report is for the left side. (B)(4). Because the devices have not been returned to mentor for analysis, the etiology of the foreign matter in the devices cannot be conclusively determined.